Event description:
It was reported that the right atrial lead exhibited low impedance in (B)(6) 2013. Noise was noted on the lead at subsequent follow-ups. The noise was reproducible with isometrics. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion in suture sleeve tie down region at 20.7 cm from the connector pin; which could have contributed to the complaint detected in the field.